Manufacturer narrative:
No device associated with this report was received for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported loosening at the bone/cement interface or osteolysis with the information provided. Based on the inability to determine a root cause and no evidence was found indicating product error was a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address femoral loosening at the bone/cement interface. The cement manufacturer is unknown. Osteolysis and a breakage of the adaptor bolt was also reported.